Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had an erratic gui (graphical user interface) display. The patient was transferred to another ventilator and there was no harm to the patient. Medtronic/covidien was not authorized to repair the device. To address the issue, the customer replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs. A service engineer (se) updated the software and the unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.